Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 20047338/19179773.

Event description:
It was reported that the patient was recently hospitalized due to urosepsis and pulmonary embolism. It was noted that there was movement of ipg and the system was causing undesired sensations. It was also reported that the patient was experiencing pain at the ipg site, inadequate stimulation and shocking sensations. The patient will undergo an explant procedure.